Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
As reported: "the set screws from the gamma nail kit did not hold in the nail. Afterwards, a separately packaged set screw was opened, but this one also did not hold in the nail. Subsequently, a new nail was implanted, and the set screw that came with this nail worked as intended."

Manufacturer narrative:
The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure. The device inspection revealed the following: the initial couple of threads which make the first contact with the nail threads were found to be damaged. The nylon bush wasn¿t deformed as well hence it could be confirmed that the set screw couldn¿t be inserted at all inside the nail, most likely due to cross threading. Since the threads of both the nail & the set screw were majorly deformed, the issue could be confirmed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on available information, the root cause of issue is deemed to be user related. The cross threading between the screw is indicative of the fact that the screw wasn¿t aligned properly with the threads in the nail, leading impaired insertion. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "the set screws from the gamma nail kit did not hold in the nail. Afterwards, a separately packaged set screw was opened, but this one also did not hold in the nail. Subsequently, a new nail was implanted, and the set screw that came with this nail worked as intended."